Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Customer reported it was normal to experience low bg levels. Reportedly, the customer became disoriented and fell which resulted in a minor head injury. The contact provided the customer with a snack which was consumed to treat bg level.